Manufacturer narrative:
Philips is in the process of obtaining more info concerning this event and this complaint is still under investigation.

Event description:
The customer reported a failure to discharge after selecting an energy level of 20 joules.